Event description:
Patient was revised to address elevated ion levels. The stem was also malpositioned, causing impingement and wear on neck.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address elevated ion levels. The stem was also malpositioned, causing impingement and wear on neck. Update: litigation papers received (B)(6) 2013. Litigation alleges pain, popping and clicking, and difficulty ambulating. It is also alleged that patient was experiencing fatigue, vertigo, headaches, and ringing of the ears. There is no additional information that would affect the outcome of this investigation.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, metallosis and metal wear.